Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 140-250 mg/dl. The customer reported that alternate insulin therapy was available.